Event description:
There were motor stalls noted on (B)(6) 2011 and (B)(6) 2011. The pump contained morphine 30 mg/ml. No pt symptoms were reported. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.